Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-58 implantable pacing lead (B)(6) 2002; 4592-53 implantable pacing lead (B)(6) 2002; 694965 implantable tachy lead (B)(6) 2005; 419488 implantable pacing lead (B)(6) 2005.(B)(4).

Event description:
It was reported that the patient was treated for a systemic infection and the source of the infection was unknown. The device and leads were removed and replaced following antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies.